Manufacturer narrative:
The clinician reported that a piece of the etco2 detector that goes over the mouth became dislodged and fell into the patient's mouth. The patient was able to cough the piece out with no further intervention from the clinical staff. There was no report of patient injury. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The clinician reported that the a piece of the etco2 detector that goes over the mouth became dislodged and fell into the patient's mouth.